Manufacturer narrative:
(B)(4). One used caresite valve, with packaging indicating the reported lot number 0061483157, was received for evaluation. The caresite valve was connected to a female luer connector and extension set. The caresite valve was disconnected and examined under magnification. A crack was observed on the female luer threads of the molded caresite valve body. The crack started from the top of the valve and extended down to the bottom of the luer threads. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports leaking and occlusion of the PICC line. The exact site of the leakage is unknown, but was likely from the top of the attached caresite valve. The PICC line was removed. No new PICC line was inserted. The caresite valve is attached to the end of the PICC line and then a mps 3-legged extension set product ((B)(4)) is luer locked to the caresite. The nurses have complained that unlike the microclave, the mps product to the caresite did not feel like an easy or good fit. The male luer lock ending appears shallow and does not seem long enough to depress the septum of the caresite to open the fluid path. When the nursing staff played with it, it had to go on exactly straight and be carefully tightened or the connection was not good.